Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to open brown (-5v) and white (drvn_gnd) wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires was excessive force. No adverse event resulted from the open wires.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the ECG electrodes were non-functional.